Manufacturer narrative:
(B)(4). The device has been received by baxter for evaluation; however, the evaluation has not yet been completed. A follow-up report will be submitted upon completion of the evaluation and/or should any additional information become available.

Manufacturer narrative:
(B)(4). Additional narrative: baxter received one device for evaluation. The tubing was found partially broken at the junction of the luer post. A batch review has been conducted which revealed product met all acceptance criteria for release. The root cause was undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.

Event description:
It was discovered during service that one (1) ce intermate sv 200 had tubing was found partially broken at the junction of the luer post. This condition was discovered during service. There was no patient involvement or medical intervention. No additional information is available.